Manufacturer narrative:
(B)(4). Batch # t5c458. Investigation summary: the analysis showed that the ats45 device was received with the firing trigger closed with a tr45w cartridge loaded in the device and the knife was noted stuck in the cartridge. The trigger was forced open and the reload was received fully fired and with the reload lockout spring damaged. Further analysis showed that the reload is damaged at the middle of cartridge. In addition, the device was tested for functionality with a test reload and it fired, cut without any difficulties. The staple line and the cut line were complete, and the staples meet the staple form release criteria. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lock out. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information requested and received: during the procedure the aorta was nicked not as a result of the stapler and there was a code blue. The situation was stabilized and the patients condition was critical but stable. What is the current patient status? I was told critical but stable post op. Is the cause of the nicked aorta known? Did the customer confirm that the ats45 device did not cause or contribute to the nicked aorta? The cause of the nick to the aorta has not been shared with me by the site. The customer did reconfirm with me that the ats45 device did not cause or contribute to the nicked aorta.

Event description:
It was reported that during a laparoscopic radical nephrectomy with the first firing of an ats45 with vascular reload across the pedicle the stapler partially fired and jammed on the tissue. The surgeon attempted to push the button to open the jaws but jaws would not release and then tried to force open the closing lever and firing lever by pulling them apart with no success. The surgeon was forced to transect a piece of the specimen which the stapler was closed on to remove the stapler from the surgical field. A new ats45 was used to complete the procedure with no further incident.